Manufacturer narrative:
Approximate age of device: 31 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2019 with a gastrointestinal bleed. The account inquired whether or not a magnetic assisted capsule endoscopy (mace) could be performed. It was recommended the mace not be performed due to potential complications such as but not limited to: interruption of pump function, and damage to pump, mace device, or any of its peripheries. A colonoscopy was performed and a small non-bleeding angioectasia was located in the patient's cecum. The non-bleeding angioectasia was treated with gold probe cautery. Per the account, the patient does not have a history of gastrointestinal bleeding. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.